Manufacturer narrative:
Product event summary: the lead was not returned; however, the lead data from the device memory was received and analyzed with no anomalies found.

Event description:
It was reported that the right atrial (ra) lead dislodged during bi-ventricular lead placement in the left ventricle. The ra lead was found to have high thresholds and no capture. The lead was capped and no new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.